Event description:
It was reported that the pt is experiencing pain sensations associated with stimulation and muscle spasms in the throat. Pt was having choking sensations as a result of this. X-rays were received and reviewed by the MFR. No gross fractures, discontinuities or acute angles in the lead were observed. System and normal mode diagnostics were performed and were within normal limits. Pt had complete revision surgery. Generator was replaced prophylactically. Surgeon removed the entire lead intact. He noted a section of lead wire which was exposed. This section is located on the negative lead body between the negative electrode and the anchor tether. The silicone was breached. On this section, there is only one layer of tubing. Product analysis is pending on the explanted lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.